Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process. The seal was removed by using a nerve hook to loosen the anastomosis and pull the seal through the suture bite. The anastomosis was not damaged. No pt complications were reported by the hosp.